Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and potassium (k) results generated by the unicel dxc 600i synchron access clinical systems. The initial na results were in the range of 129-130mmol/l, and in the range of 137-139mmol/l upon repeat testing. The initial k results were in the range of 2.9-4.7mmol/l. The specimens were re-tested and repeated. The results were reported out of the lab. The amended reports were issued before the erroneous results were reviewed by physicians. There was no impact to patient treatment.

Manufacturer narrative:
Ion selective electrode (ise) qc results were within the lab's established ranges before the event. The operator observed that the ise results were low and qc was run and results were out of range. Customer performed calibration and qc, and qc results were back within the lab's established ranges. The customer was instructed to use the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse completed a preventive maintenance (pm) and decontaminated the ise flow cell. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.